Event description:
It was reported that the customer was hospitalized for low blood glucose of 61 mg/dl. It was stated that the customer was give an insulin vial when the paramedics arrive at his home. It was stated that the doctor believes, the cause of customer's hospitalization was too much insulin. The customer programmed higher insulin rate for delivery, which subsequently lowered his blood glucose rapidly. No further info was provided.

Manufacturer narrative:
Currently, it is unk whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore, consider this report complete to the best of our knowledge.